Event description:
Boston scientific received information that one week post implant, this lead dislodged. In addition, high out of range impedance measurements were displayed. The patient with this lead suffers from twiddlers syndrome. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead will be returned. Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted tissue entwined in the lead helix. Resistance tests were performed and the lead was confirmed to be electrically continuous. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Lead dislodgement may be induced by a patient suffering from twiddler's syndrome.